Manufacturer narrative:
Additional information.

Event description:
Additional information was received on 26aug2020 indicating that the patient expired. No additional information was received.

Manufacturer narrative:
D4, h4: additional information. Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed and pump stop events. The third submitted log file contained data from day 12, hour 23, minute 1, through day 13, hour 21, minute 52. Following this time range, a clock reset was observed which reset the timestamp to day 0, hour 0, minute 0. The file appeared to captured another 61 minutes of data following the first reset. Low speed events were captured at day 13, hour 20, minute 42 and day 13, hour 20, minute 43, which resulted in a pump stop while the patient was connected to battery power. Following this event, the pump appeared to regain and maintain speed until day 13, hour 21, minute 4. At this time, additional low speed events were captured with speeds as low as 1320 (approximately 8080 rpm below the low speed limit) while the patient was connected to battery power. The abnormal pump operation was associated with low speed advisory, low speed hazard, low speed operation, and motor stopped alarms. The observed events were also associated with elevated power values ranging from 10.3-13.4 watts. Based on previous complaint history, the events captured in the log file appeared consistent with potential driveline wire compromise. The pump was disconnected from the system controller at day 13, hour 21, minute 4 through the remainder of the file. This event appeared to be consistent with the termination of pump support. Prior to the disconnection of the pump from the system controller and excluding the low speed and pump stop events, the pump operated above the low speed limit. Despite the observed events, the pump appeared to function as intended. The account reported that the patient had had a known short-to-shield issue which was being managed with the use of an ungrounded patient cable. The patient was taken to the hospital by ambulance on (B)(6) 2020 due to red heart alarms. The patient later expired on (B)(6) 2020. It was reported that heartmate (hm) ii left ventricular assist system (lvas) was not explanted and would not be returned for evaluation. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for vad-8789 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2012. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B2: additional information - date of death.

Manufacturer narrative:
The patient's previous short to shield was reported under MFR # 2916596-2017-01429. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-0409.1 it was reported that the patient had a previous presumed short to shield. The log file displayed low flow hazards alarms and a controller clock reset due to a complete loss of power to the controller. The log files displayed intermittent loss of power to the epc controller causing transient low speed/pump stop events potentially due to an issue with the epc controller/controller power leads. There were also low voltages on relative state of charge while the patient is tethered on an unshielded patient cable that was reportedly most often due to cable fatigue.